Event description:
It was reported to boston scientific corporation in 2006, that a radial jaw 4 single use biopsy forceps jumbo device was used during a procedure performed the same day (patient age, gender and weight are unknown). According to the complainant, after completing the esophageal biopsy, the physician became concerned that the esophagus may have been perforated due to the size of the device bite. Procedure completed with same radial jaw 4 single use biopsy forceps jumbo device. A picture of patient thorax taken to determine if perforation occurred and this established that the esophagus was not punctured.

Manufacturer narrative:
Other (size of device bite) according to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.